Event description:
The customer reported that the insulin pump was losing power without any warning. Troubleshooting was performed. The alarm history revealed multiple off no power alarms. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the liquid crystal display board. Further testing was not performed due to the blank display.